Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or activation anomaly was noted. No moisture damage was noted under the display screen, at the electronic assembly or at the motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had jumped into the sea with the pump on. The pump had moisture damage and a button error.